Event description:
It was reported that the patient underwent unspecified surgery using rhbmp-2/acs, rods, and screws. Post-op, the patient continues to have back pain, and she can feel the rods and screws in her back. The patient returned to the surgeon and underwent an MRI. The surgeon told the patient that the screws went through her back, and that she needed a revision to remove the hardware. The patient reports that her back was crushed due to the fusion. The patient reportedly underwent 'medically unnecessary, experimental' spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Manufacturer narrative:
Unknown hardware, infuse bone graft. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
Patient underwent fusion of vertebrae and installed two rods and four screws in the back. The patient was implanted with rhbmp-2/acs. Post-op, the patient underwent medication and aquatic therapy. The patient developed an infection in back as a result of incisions not being healed properly. The patient continued to experience pain, numbness, back spasms and immobility. In (B)(6) 2007, patient attended follow-up appointment. The surgeon told patient that the screws installed went clear through the vertebrae, and they were moving around loose in back. In early 2008, the surgeon removed the rods and screws placed in patient back. Also the surgeon, re-fused the portion of bone that had crushed after completion of fusion.